Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine via an implantable pump. On (B)(6) 2021, it was reported that the patient experienced a potential overdose. The patient was experiencing drowsiness from their pump. Reportedly, the hcp was in the process of weaning the patient off intrathecal therapy given the patient's age and out of a desire to have the patient move back to oral therapy. Due to the patient's drowsiness, the hcp decided to speed up the weaning process and have the pump turned off. It was noted that the pump would not be removed due to the age of the patient and their lack of fitness for surgery. The patient had a 48 hour pump stop in place and would have the pump permanently turned off on (B)(6) 2021. The patient was in the hospital and was being monitored. The rep and hcp were not made aware of any environmental/external/patient factors that might have led or contributed to the issue. The issue was considered resolved at the time of the report. The patient's status was listed as "alive - no injury".